Manufacturer narrative:
Evaluation revealed the nail handle and the nail holding screw to be the subject products. No further associated products were reported. A review of the manufacturing / inspection records revealed no discrepancies. The devices were documented as faultless prior to distribution. Evaluation did not reveal any discrepancies in material or manufacturing. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to rockwell revealed the hardness of the material of both items being within specified parameters. Significant fretting marks running over the whole circumference were visible on the outer surface of the shaft of the nail holding screw close to the beginning of the thread. Corresponding fretting marks running over the whole circumference were also visible inside the tube of the nail handle. Fretting marks are a rare but known reaction if these materials come in contact which each other. During screwing into the nail it is possible that the nail holding screw gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a sub optimal (slight oblique) axial insertion. In combination with small tolerances it is possible that cold welding occurs. The appearance of the damage indicated that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail holding screw had led to the damage found. Local surface pressure may arise when the items are assembled under misalignment. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw (surface coating was removed). No further actions were initiated. The returned nail holding screw was manufactured post to the change. The change does not prevent a user error due to oblique insertion. Based on the above, the root cause of the reported event was not device related, but was rather linked to an inadequate handling by the user. Although a real root cause could not be determined due to missing information the alleged event is most likely caused due to a sub optimal intra operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
The t2 tibia nail adapter (1806-1002) would not allow the nail holding screw (1806-0370) to drop fully down the hole which prevented the tibia nail to connect correctly to the nail adapter. Surgeon ended up using a nail from another company.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The t2 tibia nail adapter (1806-1002) would not allow the nail holding screw (1806-0370) to drop fully down the hole which prevented the tibia nail to connect correctly to the nail adapter. Surgeon ended up using a nail from another company.